Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose levels while using the ilet, with morning values in range followed by unexplained rises prior to meals, postprandial hyperglycemia to approximately 330 mg/dl for several hours, and subsequent rapid declines to approximately 60¿65 mg/dl; the user reported treating lows with two glucose tablets and at times using meal announcements to address highs, and denied infusion set issues. Symptoms included headaches associated with hyperglycemia and symptomatic hypoglycemia. Outcomes included transient impairment due to hypoglycemia requiring oral carbohydrate administration without assistance and without medical intervention or hospitalization. Investigation included complaint handling and technical review. Investigation of this case revealed no confirmed device malfunction and an undetermined cause for the reported hyperglycemia and hypoglycemia. It was concluded that the event was user-reported hyperglycemia and hypoglycemia with cause unclear and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.